Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratches on case, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.